Event description:
Shortly after implant rptr began having rashes and nails deteriorated, within a few years eyesight began to blur. Fatigue set in. She was tired all the time. Legs hurt a lot, memory began to go bad. Legs, feet and hands swell. Began having hot flashes in her 30's and it was not menopause. Many many yeast infections, headaches, bowel problems, rashes, chest pain, could not lie on stomach, nipple numbness, lower back pain, food allergies and chemical sensitivities, numbness in hands and feet, muscles weak, cold all the time and eyes weak. Symptoms have continued to progress over time, as of this date and have not improved. The same rptr is referred to in 1003067.